Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient¿s system controller was exchanged. Log files from the exchanged controller captured low flow, driveline disconnect, and pump off alarms on (B)(6) 2024 at 2:11:31pm through 2:41:49pm where the driveline was disconnected from the controller. It appeared that the driveline was disconnected from the controller prior to (B)(6) 2024 at approximately 2:11pm. Log files from the patient¿s new controller captured a series of no external power events on (B)(6) 2024 due to what appeared to be the mobile power unit losing power.

Manufacturer narrative:
D1, brand name: corrected. D4, catalogue number: corrected. D4, primary UDI number: corrected. G3: PMA number added. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log files. The submitted controller event log file contained relevant data spanning 5 days (23mar2024 ¿ 27mar2024 per the timestamps). The driveline was first connected to the controller at 13:40:21 on (B)(6) 2024 and the pump ramped up to the set speed without issue; this is consistent with the provided information that the patient switched to this controller during a controller exchange. The log file captured low voltage hazard and no external power alarms on (B)(6) 2024 from 18:48:52 to 18:48:58 due to a temporary loss of ac power while connected to the mobile power unit (mpu). The alarms resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power and pump function was not affected. The pump maintained a speed within the expected range without issue while the driveline was connected. The mpu was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event (including if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or from the back of the unit, or if there were any environmental circumstances that would have affected ac power at time of the event, and if any equipment will be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard, no external power, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.